Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) went from a battery status of 8 months remaining to less than 3 months remaining within 4 months, which was felt to be depleting sooner than expected. The patient was noted to be pacemaker dependent and had an intrinsic rate of 30 beats per minute (bpm). Additionally, review of stored device memory noted an episode of noise that was oversensed as ventricular fibrillation (vf) and resulted in 1.5 seconds of pacing inhibition. The noise was unable to be reproduced in clinic. A device replacement procedure was scheduled for a future date and lead replacement will be considered at that time. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that surgical intervention was undertaken to explant and replace the crt-d. The root cause of the reported noise was not determined. The device was successfully explanted and replaced and the rv lead remains implanted and in service. No further noise was observed post device replacement. No additional adverse patient effects were reported.